Event description:
Patient presented with symptoms of vertebral-basilar hypoperfusion and angiography revealed near total occlusion of the right basilar artery. Following sequential angioplasty using two pta dilation catheters and the placement of a stent, angiography revealed a dissection in the right vertebral artery. A second stent was placed to treat the vessel dissection and there were no clinical symptoms associated with the event. There was significant improvement in the presenting symptoms and the patient is reported to be functionally independent at home.

Manufacturer narrative:
Vessel dissection. No allegation of product malfunction or non conformance contributing to the reported event.